Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the event description for more information regarding the specific circumstances of this event.

Event description:
It was reported that, during implant testing, telemetry had timed out. Now, because of the loss of telemetry due to time-out, the induction testing episodes are gone. This is normal device function. There was no impact on therapy. There were no adverse patient effects.